Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 9 years and 2 months post implant of this 31mm mitral bioprosthetic valve, it was explanted and replaced with a 33mm mitral bioprosthetic valve of the same model. The reason for the replacement was reported as mitral stenosis. No additional adverse patient effects were reported.